Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers used were 710180 and 724718. The expiration dates were requested but were not provided. The field service engineer found the reagent probes have white plaques on both inside and outside. He replaced the probes. It was noted the customer was cleaning the probes once per week instead of the recommended once per day. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results from two cobas 8000 c702 module. Patient a initial result was 101 umol/l and the repeat result was 58 umol/l. Patient b initial result was 113 umol/l and the repeat result was 67 umol/l. Patient c initial result was 111 umol/l and the repeat result was 68 umol/l. Patient d initial result was 129 umol/l and the repeat result was 92 umol/l. Patient e initial result was 141 umol/l and the repeat result was 103 umol/l. Patient f initial result was 135 umol/l and the repeat result was 87 umol/l. Patient g initial result was 110 umol/l and the repeat result was 96 umol/l. On (B)(6) 2023, patient h initial result was 115 umol/l and the repeat result was 88 umol/l. Patient I initial result was 91 umol/l and the repeat result was 67 umol/l. No information was provided to determine if the questionable results were reported outside of the laboratory.